Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed active exhalation verification test during preventative maintenance. The technician recommended replacing the 3 way solenoid valve, and proportional valve (aecm), to address the issue. No further investigation is required at this time. Performed a complete product validation test (pvt) as per the manufacturer's specifications. Device placed back into full clinical service. Ready for patient use. The device's proportional valve and solenoid were returned to the product investigation laboratory (pil) for further evaluation. The pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The trilogy evo proportional valve has been scrapped. The pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid valve. The trilogy evo solenoid valve has been scrapped. The information in box: h has been updated to reflect the investigation findings.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed active exhalation verification test during preventative maintenance. The technician recommended replacing the 3 way solenoid valve, and proportional valve (aecm), to address the issue. No further investigation is required at this time. Performed a complete product validation test (pvt) as per the manufacturer's specifications. Device placed back into full clinical service. Ready for patient use.